Event description:
It was reported the electrical cord emitted a spark.

Manufacturer narrative:
It was reported the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the strain relief area near the switch. Since this unit is nearly 25 years old, the cord may have simply become worn and damaged through extensive use.